Event description:
The distal (spinal) portion of the catheter was replaced on (B)(6) 2012. The reason provided for catheter removal was reported as occlusion. The patient status after the device was removed was recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter, model 8703w, explanted: (B)(6) 2012. Analysis of the returned catheter segment revealed dark foreign material noted in the most proximal of the dispensing holes. The dark residue occlusion in the dispensing holes was noted to be event related. When initially tested for patency, an occlusion was seen in the pin connector. After decontamination, the dark foreign material was no longer in the dispensing holes but the catheter was still discolored in this area. Also noted was a slight compressed area of the catheter 7.5 cm from its distal end along with the strain relief shroud having been slid too far forward on the connector pin.

Event description:
A catheter dye study was done and the health care provider was unable to aspirate the catheter. At the time of the report no catheter revision/replacement date had been set.

Manufacturer narrative:
Catheter model # 8703w, lot # l38317, implanted on: (B)(6) 1996, explanted: unknown. (B)(4).